Manufacturer narrative:
The hardware investigation has begun but it has not been completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure with a carto 3 system and during ablation significant signal interference (electrocardiogram noise) occurred on all channels of the carto 3 system and the recording system. Physician had no clear signals to monitor the patient¿s heart rhythm. No information was available on how the procedure was completed. There were no patient consequences reported. This event is MDR reportable. The awareness date was reset to (B)(6) 2018, the date information was received that the physician had no signal available.

Manufacturer narrative:
It was reported that a patient underwent an ablation procedure with a carto 3 system and during ablation significant signal interference (electrocardiogram noise) occurred on all channels of the carto 3 system and the recording system. Physician had no clear signals to monitor the patient¿s heart rhythm. Product evaluation details: the product investigation has been completed. A biosense webster inc. Field service engineer (fse) visited the account and after performing required tests confirmed that the system is ok and working fine. Fse was informed the issue did not occur since then. The system is ready for use. DHR review was performed by the manufacturer and no anomalies, which are related to the reported issue, were noted in manufacturing or servicing of this equipment. Management is notified of failure analysis through monthly trends. Manufacturer¿s ref # (B)(4).